Event description:
(B)(4) is the initial importer of the device which is a walker. The consumer reached down to put something in the device's pouch. She stated that she cut her arm on the brake handle. She delayed treatment and was unable to acquire stitches so her doctor is treating the wound. When reporting the incident to drive she turned the unit on it's side to read the serial number. The unit fell on her shin when she attempted to upright the unit because it was too heavy for her to lift. She went to the hospital for the injury to her shin which was diagnosed as a hematoma. It is not believed to be a product issue. (B)(4) has replaced the device with another model.